Manufacturer narrative:
On april 01, 2025, mentor received the following additional information: the patient was also diagnosed with bilateral breast ptosis/symmastia and droopiness. The patient underwent bilateral breast implant removal and replacement on (B)(6) 2025. After the surgery, the suspect medical device was discarded. Date of explantation: (B)(6) 2025. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: rupture, anisomastia, implant site calcification, breast cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 475cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing red knots on the left breast and a fever. As a result, the patient underwent unilateral breast revision surgery in which the left breast implant was removed and reimplanted. After this surgery, she stated something did not feel right and noticed breast lumps. Ultrasound imaging was performed which indicated a ruptured left breast implant, a left breast cyst, and benign calcifications in both breasts. A consultation with a medical professional was conducted and she was informed she had possible right breast capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor memorygel breast implants are not intended for reuse/reimplantation, thus the user used the device in error. This report is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: skin reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 22, 2024, mentor became aware that information was inadvertently omitted from the initial report. H12 corrected data: in the initial, h10 related report number should have been populated with 1645337-2024-06120. Manufacturer¿s reference number: (B)(4).